Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone, the problem was isolated to interface board. Missing segment/partial display was not verified due to blank display. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump is making a loud noise. Customer stated that he tried to reset the device by replacing the battery but the screen went blank. Customer explained that after a bolus, it started making a beeping noise, he hit the act button and nothing came up on the screen, he changed the battery and the display did not return. Customer stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was around 140 mg/dl. Nothing further reported.